Event description:
Attorney alleges patient "implanted with medtronic's sprint fidelis leads, was injured and died as a result. As a direct and proximate result of medtronic's design, manufacture, assembly, marketing and sales of the sprint fidelis leads, (patient has)sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages." Further alleges that as a result of "the implantation of medtronic's sprint fidelis leads, (patient) suffered fatal injuries." There is no allegation from a health care professional that the death was device related. Review of manufacturer's database verified patient's death and also that the patient did not have a sprint fidelis lead model implanted. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.